Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that there was no problem, they just weren't syncing the device properly and customer service helped to connect it.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they started to feel like their device wasn't working. The patient stated they hadn't had to adjust stimulation for a long time. Patient tried to adjust stimulation the day of the report and was getting the poor communication message. Patient was putting the antenna on the wrong side of their body. Patient put the antenna on the right side of their body and was able to communicate with the ins and adjust stimulation. Patient mentioned they saw the doctor's pa recently and at the time they saw the pa the device was fine. No patient symptoms were reported. No further complications were reported or anticipated.